Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection occurred. The lesion was located in the left anterior descending (lad) artery. The pt's anatomy was not tortuous and the lesion site was not calcified. The lesion was not pre-dilated. The physician was attempting to advance a taxus express2 2.75x20mm drug eluting stent (des) and at some point a vessel dissection of the left main (lm) artery occurred. The procedure was not completed and the pt went to surgery. The pt was discharged from the hosp four days later. There were no further pt complications reported. Follow-up info has been requested but has not been rec'd as of the date of this report.

Manufacturer narrative:
Device has not been rec'd for analysis as of the date of this report.